Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs 1225714-2014-05162, 1225714-2014-05163, 1225714-2014-05164, 1225714-2014-05165, 2937457-2014-01231 and 2937457-2014-01232.